Event description:
Meter name: one touch basic enhanced. Strip name: lifescan. Meter code: 10. Strip code: 10. Strip storage: unknown. Symptoms: headache. A patient reproted they were seen in a clinic. Their meter allegedly was inaccurately low. The result on their meter was 110 (no units). The result on the clinic meter was unknown. The time difference between patient's meter and clinic meter was unknown. Treatment was insulin shot. No further information has been reported.